Event description:
The consumer reported her thermometer was giving a false negative reading. The device was reading in the normal range despite the child having a fever. The consumer took her child to the doctor where her temperature was taken and it was confirmed they had fever. The inaccurate reading may have caused a delay in medical attention.